Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was later reported that an x-ray was ordered to determine if there was a catheter problem. It was determined that there was no problem with the catheter on (B)(6) 2013.

Event description:
Additional information: it was reported that on (B)(6) 2013, the lumbar spine CT with contrast report revealed that the catheter tubing entered the spinal canal at the l3-l4 level. No definite area of contrast extravasation from the catheter tubing was visualized. There was a small area of increased density surround the catheter near its entry site to the spinal canal. Contrast flowed freely through the catheter tubing and exited the catheter tip. The patient returned on (B)(6) 2013 and reported she was doing well and still felt that the current baclofen therapy was adequate. She felt that, after the pump myelogram, the therapy improved. The physical exam was stable and no changes were made to the intrathecal baclofen dose.

Event description:
It was previously reported that on (B)(6) 2013, the ¿lumbar spine CT with contrast report revealed that the catheter tubing entered the spinal canal at the l3-l4 level. No definite area of contrast extravasation from the catheter tubing was visualized. There was a small area of increased density surround the catheter near its entry site to the spinal canal. Contrast flowed freely through the catheter tubing and exited the catheter tip.¿ after further review, the CT of the lumbar spine with contrast revealed a leak at the level of the lumbosacral fascia. The thoracic myelogram performed on the same day revealed no definite area of contrast extravasation.

Event description:
It was reported that the patient fainted during a refill procedure. Other patient symptoms included pale skin, nausea, eyes rolling back and forth, and unresponsiveness to her name being called. Two days prior to report, an x-ray revealed a questionable area of patency in the catheter tubing where it entered between the spinous processes. Additionally, the next day, the patient was scheduled for an intrathecal dye study under fluoroscopy with a CT scan to follow. Six days later, it was reported that the event had resolved without sequela, though the date of resolution was listed (B)(6) 2013. At the time of report, this date had not occurred yet. The drug used in this system was lioresal.